Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: in 2017 (unknown date) the patient received a gore® acuseal vascular graft in the left upper arm during an arteriovenous procedure. In (B)(6) 2018 follow-up echo examination revealed what appeared to the doctor to be delamination of the graft around the veinous anastomotic out-flow. The doctor decided to monitor the patient. On (B)(6) 2018, follow-up echo examination appeared to the doctor that the delamination had grown from the previous follow-up in (B)(6). The physician decided to monitor the patient.

Manufacturer narrative:
Additional manufacturer narrative: a2: age at time of event a3: sex..

Event description:
Date unknown, 2017, the patient was implanted with a gore® acuseal vascular graft in the patient's left upper arm in an arteriovenous application. On march date unknown, 2018, a follow-up echo examinations revealed that the graft seemed to be delaminated around veinous anastomotic out-flow part. The physician decided to monitor the patient. On (B)(6) 2018, a follow-up echo examinations also revealed that the graft seemed to be delaminated around the same part. The delamination seemed to be bigger than the previous follow-up. The physician decided to monitor the patient. The physician thought that the delamination was between inner eptfe and outer one. The echo image on the follow-up was provided to gore for analysis.